Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced discomfort at the ipg site. As a result, the pt underwent surgical intervention on (B)(6) 2013 and the ipg was explanted and replaced. Also, the ipg pocket site was moved. The pt reported effective coverage postoperative.